Event description:
Routine complaint investigation when a consumer reported the precision xtra blood glucose monitor not testing accurately caller reported a blood glucose reading of 26 mg/dl. User was given honey. The next readings were 240 or 250 mg/dl, and a result in the 30's. Specific values are not available. User was transported to the hosp where pt was given an oral liquid and intravenous of unk content. This incident occurred approx a month ago.